Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2021 21:43:33 pst ice batch user (batch_ice) phone: (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact:(B)(6) taken by: (B)(6) 2021 8:45 pm (B)(6) : initial notes: last bg 16.2mmol/l inquired what led up to the complaint. Customer response: cx phoning for help with replacement pump. Pump is not responding to any aa batteries. Screen display is blank and has not shown any message whatsoever since cx opened box. Pump is not yet attached to account ibase as cx just received rpl today. Display: blank, frozen, partial screen, flashing/solid white screen t/s per (B)(4). Details of what led up to event: cx phoning for help with replacement pump. Pump is not responding to any aa batteries. Screen display is blank and has not shown any message whatsoever since cx opened box. . Item - 'advise customer to disconnect from the pump at the quick release' reason not completed - cx is on b-u plan. Customer is not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Is customer calling back with blank display after receiving new battery cap: no. Is customer reporting blank display: yes explained possible causes of a blank display. Customer states the display was not blank less than 30 seconds and/or did not return. Customer states display is blank currently. Adv to remove the battery. Insert battery alarm did not display on the pump screen. Checked if battery is a aa battery. Battery in use is: lithium aa. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Adv to clean battery cap contacts with a dry cotton swab. Adv to press and hold the back button for 60 seconds. Adv to insert new aa battery. Display returned after pump restart. Item - 'advise customer wirelessly connected or paired devices will have to be connected/paired to pump again due to restart' reason not completed - pump is new. Cx knows she needs to program pump.. Customer states the pump has not been dropped or bumped recently. Customer states the pump has not been exposed to moisture recently. Instructed customer on proper battery usage and variability of battery quality. Adv to monitor the pump. Customer's outcome pertaining to the complaint: adv to monitor pump and phone back if needed. Adv to phone back if assistance is desired for pump programming (cx declined for now). Ship: nothing / return: nothing country: (B)(6). Input date: (B)(6) 2021. Warranty start: 00/00/0000. Warranty end: 00/00/0000.